Manufacturer narrative:
The patient samples were not available for investigation. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.

Event description:
The initial reporter received questionable elecsys toxo igm (toxo igm) results from an unspecified number of patient samples tested on the cobas 8000 - cobas e 602 module with serial number: (B)(6). The initial results were not reported outside of the laboratory. The reporter was not able to provide any patient results but stated that they have observed a higher frequency of borderline/reactive toxo igm results since using the reported reagent lot number. The reporter further stated that before using the reported reagent lot number, they would only send 0.44% of initially positive patient samples for confirmation. This number increased to 1.16% since using the reported reagent lot number (including potentially true positive patient samples).

Manufacturer narrative:
The investigation is ongoing.